Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: qty: 18 of locking screw 20mm magenta cat# 100.035.20 lot#ni, qty: 6 of locking screw 18mm green cat# 100.035.18 lot#ni, qty: 3 of h plate 6 holes concave cat# 115.602.06 lot#ni, o plate 6 holes concave cat# 115.604.06 lot#ni. Multiple MDR reports were filed for this event, please see associated reports: 3010906386 - 2023 - 00025, 3010906386 - 2023 - 00026, 3010906386 - 2023 - 00027. 3010906386 - 2023 - 00028 3010906386 - 2023 - 00029 3010906386 - 2023 - 00031 3010906386 - 2023 - 00032 3010906386 - 2023 - 00033 3010906386 - 2023 - 00034 3010906386 - 2023 - 00035 3010906386 - 2023 - 00036 3010906386 - 2023 - 00037 3010906386 - 2023 - 00038 3010906386 - 2023 - 00039 3010906386 - 2023 - 00040 3010906386 - 2023 - 00041 3010906386 - 2023 - 00042 3010906386 - 2023 - 00043 3010906386 - 2023 - 00044 3010906386 - 2023 - 00045 3010906386 - 2023 - 00046 3010906386 - 2023 - 00047 3010906386 - 2023 - 00048 3010906386 - 2023 - 00049 3010906386 - 2023 - 00050 3010906386 - 2023 - 00051 3010906386 - 2023 - 00052 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision procedure approximately 2 weeks post implantation due to migration. Screws had pulled through the bone after the patient coughed. Hardware removed, washout, and rewire was performed. No additional information on the reported event is available at this time.